Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. The insulation sleeve was pushed back in places. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the lead has not been returned. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) defibrillation lead received anti-tachycardia pacing (atp) and multiple shocks. It was noted that it may have been inappropriate therapy. Additionally, the right ventricular (rv) pacing impedance measurements were greater than 2500 ohms. It was noted that the patient exhibited twiddlers syndrome, and the rv lead was pulled back into the atrium. A surgical revision was performed and the patient's device system was explanted and replaced with a new therapy. No additional adverse patient effects were reported.